Event description:
Rptr noticed pain in her breast after a mammogram. A liquid discharge occurred the next day. She had also been to the doctor one year prior to mammaogram with joint swelling, pain and extreme fatigue. She went to the hosp for testing and was told she also had extreme blood flow problems, especially in her head which would explain her complaints of memory loss and speech problems. Her joint pain has recently moved to her right hip and leg.